Event description:
The clinician reports the implant was inserted (B)(6) 2006 in ada 15. Details of surgery: sinus augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, abscess and inflammation. No further patient complications were reported.